Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the lead so the lead could not reach target position. The lead was replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that lead passed stylet test. If information is provided in the future, a supplemental report will be issued.